Manufacturer narrative:
The customer¿s experience with pressure sensor failures was confirmed in the both returned pump module event logs. Testing also confirmed a faulty pressure sensor in pump module s/n (B)(4), however testing failed to replicate a sensor failure in pump module s/n (B)(4). The error logs from both returned device recorded error code 240.4150.0 (sensor broken high failure). This error code can be attributed to a high pressure sensor output voltage. Testing performed on pump module s/n (B)(4) failed to produce any errors or malfunctions. Initially when attaching pump module s/n (B)(4) to the lab pcu, the pump alarmed for ¿check IV set¿, this alarm is indicative of a pressure sensor output voltage that is out of specification. This was confirmed by using analog sensor test within asm (B)(4) . Although an exact root cause was not identified, some possible causes noted from previous investigations for sensor failure have been attributed to damage caused by rough handling or excessive force during the cleaning process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that during their weekly biomed meeting they discussed the ecri alert regarding the "pressure sensor failure" error message and that their techs had 2 pumps with this error message. There was no known patient involvement.